Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found that the occlusion was coming from the cartridge. Customer changed cartridge and was able to successfully resume insulin delivery. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.